Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 23013 experienced by the customer was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23013 appears when the da vinci s safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a recoverable safe state. The mtmr was returned to isi for evaluation. Engineering determined that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of july 6, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff experienced multiple occurrences of recoverable system error code 23013. The site power cycled the system, however, the same error code continued to appear. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the surgeon exercise the right master tool manipulator (mtmr). The site was able to use the system for approximately 2 minutes when the system faulted again with error code 23013. The patient had been under anesthesia for approximately 1.5 hours and the system had been docked to the patient for approximately 30 minutes when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm was reported.